Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary. Visual inspection: the washer ø13/6.6 f/scr ø4.5-7.3 ti (part #: 419.990s, lot #: unknown) was received at us cq. Upon visual inspection, the device was broken into two half washers. Both half washers were returned. Device failure/defect identified? Yes. Dimensional inspection: since the lot number was unknown, the date of the manufacturing could not be identified therefore the manufactured to drawing is unknown; hence dimension inspection could not be perform. Document/specification review: since the lot number was unknown, the date of the manufacturing could not be identified therefore the manufactured to drawing is unknown. Only current drawing will be reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the washer was received broken into two distinct half washers. Although no definitive root cause could be determined based on the provided information it is likely the device experienced unintended forces during surgery. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a DHR review could not be performed. Also, a manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation will be preform. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the products broke during surgery. There were no consequences to the patient reported. There was a surgical delay of less than thirty (30) minutes. Concomitant device: unknown screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) washer 13.0mm. This is report 1 of 2 for (B)(4).